Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had unspecified alarm and power loss alarm. The customer¿s blood glucose level was 154 mg/dl. The customer reported that the insulin pump had a pump error and power loss alarm. The troubleshooting was not mentioned. The insulin pump will not be returned for analysis.